Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on the date of report, the sensor was removed and she believed the sensor wire may have broken. She reported that she looked at the site, did not see anything coming out of the skin, and did not feel anything at the site. No medical intervention was required. At the time of the call to dexcom technical support, the patient reported not being in any pain.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.